Manufacturer narrative:
H3: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6: codes d02, b01, c10 apply to the software (product: software 9736355 mnav os update, version: 2.1.0). Codes d14, b01, c19 apply to the computer (product: computer 9735764 nav with pcoip s8 svc, serial/lot: (B)(6)), to the cable (product: cable 9735785 dp to mini-dp s8 svc, serial/lot: unknown), and to the solid-state drive (ssd) (product: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc, serial/lot: (B)(6)). Codes d01, b01, c02 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d. Information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.3 product ID: 9735764, ubd: unknown, UDI#: unknown product ID: 9735785, ubd: unknown, UDI#: unknown. Product ID: 9736411, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to disc not being able to load when performing a software uninstall/reinstall. A23: application 2.1 error and "cannot find disc 3" error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the second disc would not load when performing a software uninstall/reinstall. Troubleshooting was performed. The discs worked on another navigation system when performing upgrade. The disc drive read other discs. The local representative (cc) attempted to reinstall 3 times. There were no scuffs on the set of discs. The probable cause was likely to be the solid state drive (ssd). Additional information was received. The cc tried installing the application on a new ssd in this system, and still encountered the same issues. The cc mentioned they had previously installed these discs successfully on other systems, but they tried another set of discs and issue still occurred. The external disc reader did not resolve the issues. An error message would display three options: abort, retry, or ignore. Issue ultimately persisted no matter which option is selected. The date/time/year were all accurate in stealthadmin, and the issue pers isted. The cc tried putting this ssd into another system on site and installing the discs on that system, and issue persisted. The cc called back to report after receiving another set of discs, the software would still not load; this time stalling on disc 3. The cc attempted to install the software 3 times. The error said "cannot find disc 3." There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The computer, cable, and ssd were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d14 the computer, cable, and ssd were returned for analysis. Functional testing determined that the components were functioning as designed. B01 c19 d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.